Manufacturer narrative:
This complaint was confirmed by laboratory evaluation. The service repair technician (srt) found monitor's arterial led interface card was defective. When removing the side panel for access to the arterial bpm led interface card, there was a presence of burnt electronic component smell. The product will be sent to service, the interface card will be replaced and the unit be brought to manufacturers specifications before being returned to the customer. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, there was an arterial module standard reference sensor test (srs) failure on the blood parameter monitor (bpm). Since the event occurred during preventive maintenance, there was no pt involvement.